Manufacturer narrative:
A partial lead of 13.0cm from the proximal connector pins was returned. Analysis of the returned lead portion was normal. Without return of the entire lead a complete analysis could not be performed.

Event description:
It was reported that the lead was capped due to increased pacing thresholds and insulation anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.